Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
The customer reports the patient was revised to address pain and osteolysis. (B)(4). The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address pain and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). The devices associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update: 3/28/2013 -litigation papers received. Litigation alleges the cup eventually detached, disconnected, created metallic debris and/or loosened from the patient's acetabulum. It is further alleges elevated metal levels and squeaking and thumping in the hip. An unknown cup has been added and reported to address loosening

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had metallosis. There was metal debris throughout the capsule. At this time the patient's femoral stem is being reported for the elevated metal ion levels. The complaint was updated on: 12/03/2015.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these device's are exempt from device history record review. A search of the complaints databases was not possible against the unknown stem product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).